Event description:
Pt had non-fatal pulmonary embolism. Filter placement had dome centered and all legs attached to the wall. Post films revealed that the filter had migrated with legs in the renal vein and dome tilted and full of clots. Another filter was placed, pt was stabilized and no further complications were reported. Pt has very unusual anatomy and a large amount of thrombus.